Event description:
The account stated that the architect c8000 analyzer generated an initial potassium result of >10 mmol/l. The sample was repeated 2 times and both results were 4.5 mmol/l. The results were not reported and there was no impact to patient management.

Manufacturer narrative:
Refer to results of investigation below. To investigate the customer's issue, the complaint text, the system logs, the instrument history, and architect system labeling were reviewed. The result log confirms the initial and repeated potassium results generated on (B)(6) 2011 for sample ID #'s (B)(6) (repeat) and (B)(6) (initial). The initial result was flagged >. Fourteen clinical chemistry tests were ordered for the suspect sample and nine results were repeated including the suspect potassium result. Five of the repeated tests were initially flagged low or high. The pressure monitoring log did not contain any data that would have been beneficial in determining if there were any abnormalities with the aspiration and dispense for sid (B)(6). A possible cause for the customer's issue is sample contamination because multiple results, not just potassium, were repeated and the majority of the repeated results were flagged high or low for sid (B)(6). Additionally, the potassium result of >10.0 mmol/l is extremely high. The service history review of architect serial # (B)(4) found no recurrence of erratic and/or potassium results. A review of quality metrics did not identify any adverse trends related to the customer's issue. Product labeling in the ict sample diluent package insert and the architect system operations manual are sufficient with regard to ict module use, maintenance and replacement, calibration and control requirements, imprecision claims and troubleshooting the customer's issue. Based on the available information, a deficiency could not be identified. The system logs revealed that multiple results, not just potassium were repeated and the majority of the repeated results were flagged high or low for sid (B)(6). Therefore, a possible cause for the customer's issue is sample contamination.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete.